Event description:
It was reported that the customer had low blood glucose levels of 49 mg/dl. The customer reported that the blood glucose reading was taken before supper. The customer reported a lost sensor alert from the insulin pump. Troubleshooting was done. The customer reported that low blood glucose levels were normal for her and declined to troubleshoot the low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.